Event description:
The pt was transported from MRI and upon return to the sicu, there was low volume and ventilator showing leakage. The ett cuff was initiated and 15 minutes later was deflated again, pilot balloon was deflated and the tube was removed. When the tube was removed, the balloon was still fully inflated. The pt was reintubated with the same size ett 7.0 and no further issues.